Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the endoscopic image of the subject device on the monitor disappeared as reported due to the disconnection/electrical short circuit of the image sensor cable. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, there was the possibility that the reported phenomenon was attributed to the failure of the ccd or the electrical circuit board of the video connector or the malfunction of the system. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that the endoscopic image of the subject device on the monitor disappeared or had noise when the subject device was angulated. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.